Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a bilateral partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the anspach and hd long attachment was sliding in the end effector which caused placing cuts with the robot incorrectly. This issue was noticed on patient's post-op x-rays.

Manufacturer narrative:
Based on the results of investigation. Reported event: an event regarding the hd long attachment / anspach assembly sliding in the end effector was reported. The event was confirmed. Device evaluation and results: visual inspection: the double angle collet (p/n 11748) was missing from the device. This misuse of the device may have impacted the failure that occurred during the case. Dimensional inspection: the ID of the ee2 collet support (p/n 111747) was measured with caliper and met dimensional specification found in its' related drawing specification, 111747 rev 00. The ID of the ee2 collet nut (p/n 111775) was measured with a caliper and met the dimensional specification found in its related drawing specification, 111775 rev 04. Functional inspection: the end effector without the double angle collet was assembled to a hd long attachment, burr, and working anspach motor assembly. The end effector with motor assembly was tested with an anspach test console. The motor successfully reached 80,000 rpm as intended and the hd long attachment remained fixed and only the burr spun when the end effector trigger was depressed. No sliding of any part occurred. The same assembly as described was repeated except with the addition of a double angle collet. The assembly functioned as designed and no sliding occurred. No functional failures occurred. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 05/18/2015. Complaint history review: a review of the complaints related to p/n 111758, l/n 19020914 shows five (5) complaints in the trackwise database. These complaints are pr (B)(4). Tracking of complaints related to the p/n 111758 will be tracked through quarterly trend request #(B)(4). Conclusions: the investigation concluded that the device was not used as intended as the double angle collet (p/n 11748) was missing from the device. This part is necessary for proper locking of the hd long attachment / burr / anspach motor assembly during the burring process. Not using the double angle collet may have caused sliding of the components during use. In addition, improper tightening of the collet nut could have caused the failure.

Event description:
The surgeon was performing a bilateral partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the anspach and hd long attachment was sliding in the end effector which caused placing cuts with the robot incorrectly. This issue was noticed on patient's post-op x-rays.

Manufacturer narrative:
This report has been filed in duplicate. Please refer to MFR report # 3005985723-2016-00001 for investigation results.

Event description:
The surgeon was performing a bilateral partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the anspach and hd long attachment was sliding in the end effector which caused placing cuts with the robot incorrectly. This issue was noticed on patient's post-op x-rays.